Event description:
It was reported that the balloon ruptured and removal difficulties occurred. The target lesion was located in the non-tortuous and very clacified lesion. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation for a percutaneous coronary intervention. After first inflation at 12 atmospheres for some seconds, the balloon ruptured and was stuck when attempting to remove. The physician used a non bsci balloon to attempt to remove, but it also burst. It was noted the calcium was very sharp when visible on ivus. The balloon was eventually removed successfully and the procedure was completed and there were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter name: updated to the physician. Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 2mm distal from the proximal markerband, there was a partial circumferential tear. The distal portion of the balloon from the tear, was prolapsed. Product analysis confirmed the reported events, as there was a partial circumferential tear, and the prolapsed balloon and numerous kinks found to the device are indicative to device removal difficulties.

Event description:
It was reported that the balloon ruptured and removal difficulties occurred. The target lesion was located in the non-tortuous and very clacified lesion. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation for a percutaneous coronary intervention. After first inflation at 12 atmospheres for some seconds, the balloon ruptured and was stuck when attempting to remove. The physician used a non bsci balloon to attempt to remove, but it also burst. It was noted the calcium was very sharp when visible on ivus. The balloon was eventually removed successfully and the procedure was completed and there were no patient complications reported.